Event description:
The following was reported to gore: a report of one case with kinking vbx in a physician modified laser fenestration taa graft into the left subclavian artery.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3: code ¿other¿ was selected as no device information (e.g. Serial or lot number, device condition) is available and no device was returned (information requested). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Emdr section h6 codes updated to reflect results of investigation.

Event description:
The following was reported to gore: a report of one case with kinking gore® viabahn® vbx balloon expandable endoprosthesis (vbx) in a physician modified laser fenestration taa graft into the left subclavian artery. What has happened is that it has been seen that the stent (vbx) was fractured at the height of the fenestration on a CT scan done two months after an acute in situ laser fenestrated tevar. The fenestration was 5 mm large. The case has been fixed with a relining with one advanta 9 mm. The patient has had no complications either pre- or post-operatively.

Manufacturer narrative:
Description of event updated. Section c1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. G3: date updated.